Event description:
Ous MDR - the patient was swimming when they received an inappropriate shock and they were transferred to the hospital. Noise was confirmed when the patient moved their shoulder. The lead was explanted and replaced.

Manufacturer narrative:
The provided data showed noise on the ff and on the rv channel which led to shock delivery as reported in the complaint text. Furthermore an increase of the pacing impedance to greater than 3000 ohms was noted. The available diagnostic images did not give any hint regarding the root cause of the clinical observations. The subsequent analysis of the lead itself demonstrated multiple abrasion marks along the lead body. In particular 27 cm distal to the is-1 connector pin the insulation was found rubbed through. The conductor cable to the ventricular ring electrode was fractured in this region. These damages can be considered to be the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. During further analysis extraction damages such as a deformed shock coil and inner coil were noted. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.